Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack. The customer's blood glucose was 133 mg/dl at the time of incident and 109 mg/dl at the time of call. The customer stated that there was a crack around where he screw in the reservoir and the reservoir won't screw in. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report; corrections have been made on this report with updated device evaluation codes and device analysis notes. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. However, a test reservoir is retained inside of the reservoir compartment.